Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a rep dreamstation auto CPAP. The patient alleged that there is a black particle on the humidifier and in the tubing as well. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer received information in relation to a rep dreamstation auto CPAP. The patient previously alleged that there was a black particle on the humidifier and in the tubing as well. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed without contamination. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.